Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, the physician was not able to keep positive pressure above 150mmhg, but it was established long enough to allow the heating cycle to begin. The pressure was stable at 100mmhg and the therapy cycle was performed for two minutes. After two minutes, the pressure slowly dropped to below 70mmhg which caused the machine to shut off. At this time, the procedure was aborted and a hysteroscopy was performed to rule out uterine perforation. The physician could not determine uterine perforation and the patient left with no known consequences. The patient was discharged the same day, but was brought back to the hospital by ambulance two days later. Upon further evaluation, the patient's colon was burned and the patient underwent a colon resection the same day.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.